Event description:
The customer reported that when hooking the set up to the pt, they have noticed cracks where the white port attaches into the tubing. The sets with cracks were switched out prior to use. No samples were saved. Product code 9250, lot numbers is unk.